Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 1 year, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause, is related to wear and tear. Note: the loop at the distal end wears, during use and might break, burn or melt. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hf-resection electrode had the distal end burned or melted and broken. The issue occurred during preparation for use and the therapeutic procedure was finished with another device. There were no reports of patient harm.

Manufacturer narrative:
D1: hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 12°, sterile, single use, 12 pcs., for turis. The device was not returned or planned to be returned to olympus for evaluation. Therefore the allegation is unable to be confirmed. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.